Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) battery was ¿different¿ because it stuck out and when the caller put her arm around the patient, she could move it around like it was dislodged. The patient also was feeling upper internal shooting pain on the side of the ins inside the rib cage. It was noted that when they first felt the pain sometime after an MRI on (B)(6) 2018, he thought it could be kidney stones; they went into urgent care on (B)(6) 2018 and the emergency room on (B)(6) 2018 because the pain was so bad. In relation, the caller noticed these issues gradually after the MRI. For actions/interventions to resolve the issue, the patient had a CT scan, was checked for blood clots, was given something like morphine in the ER, he was also given naproxen and had been taking vicadin. The family member stated that the patient turned the ins off for the CT scan and the stim did not change or affect the pain. In conclusion, the family member was redirected to the patient¿s healthcare professional (hcp) to check the ins moving issue and internal components. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from family member on (B)(6) 2018. It was reported patient¿s "battery has come out of the pocket." They were frustrated. Caller stated that last night patient was in a standing position and the device was literally inches away from the patient¿s spine. They noticed it would stick up when he would lay down on his side. The caller stated the patient went from being in pain when he would do movement, now he's in so much pain sitting and standing he is only doing them 4-5 hours/day and he's very irritable when he does it. Caller stated they've been reading a lot about the devices because they've been doing nothing but sitting around because he's in that much pain. The caller stated the healthcare provider told the patient to come down to be seen, but the caller was afraid to drive to the hcp office. They felt like the patient was a walkingtime bomb. The patient had a CT scan to rule out anything else from the pain and they wouldn't call the doctors, because they had a regular doctor do it. A manufacturer re presentative talked about replacing the battery/whole unit, and then they never saw him again. The caller stated the patient was disfigured on one side. They were not sure if it was from swelling but sunday morning the patient was really swollen on the side where the battery pack is located. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member on the patient. It was reported that there was an "issue with its placement" and had it revised it and put a new one in. No further complications are anticipated.